Manufacturer narrative:
Pump not in manufacture mode. Pump received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked select button keypad overlay, stained serial number label. Broken reservoir tube lip, stained keypad overlay, damaged display window cover, and minor scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the side of the reservoir compartment was broken and had cracks. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.